Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: e2, e3, g2, h3 and h6. Corrected field: b5 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction and the error code e224 was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: poor watertightness from the pin hole and a faded label.. Based on the results of the investigation, it's likely the blurry image and error e224 occurred due to a cable failure, as it was found that the fluid that penetrated from the pin hole from the cable. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.". Olympus will continue to monitor field performance for this device.

Event description:
In addition to the customers complaint (blurry image), it was observed during the device evaluation that the camera head exhibited an error code e224. There were no reports of patient involvement. Additionally, the customer reported there was no delay to the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had blurry image. The issue was found at the beginning of an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.